Manufacturer narrative:
Exemption number e2019001. Visual and functional inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery (rcfa) and the left common femoral artery (lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, all steps were performed accordingly; however, when attempting to remove the device from the rcfa, it became stuck. The lever was returned to its original position and the foot was retracted; however, a cut down was performed to remove the device. The device was removed successfully and the sheath was upsized to a 18f sheath. Another device was attempted to be pre-placed on the lcfa. All steps were performed accordingly; however, it was difficult to remove the device but ultimately successful. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved in the rcfa via surgical suturing and lcfa with the successfully pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.